Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 06/02/2017, that on (B)(6)2016, the patient experienced a skin reaction. The date of issue is an approximation. The sensor was inserted into the arm on (B)(6)2016. After the full 7 days of wearing the sensor, the patient's mother reported that after the sensor was removed, the skin was red and irritated. It was also described as gooey with pus. On (B)(6)2016, the patient visited their doctor regarding the skin reaction. The affected area was treated with qvar spray inhaler that was prescribed by the patient's doctor. At the time of contact, the patient was doing well. No additional event or patient information is available. The sensor was inserted into the arm. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).